Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a right knee arthroplasty due to severe hypertrophic osteoarthritis and severe arthrofibrosis. The surgeon noted after placing the patella button and performing a slow manipulation to test range of motion, there was so much tension on the patella button that it dislocated posteriorly, inferiorly, and bone ripped out of the drill holes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for medial bone fracture - patellar. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Doi: (B)(6) 2019; doe: (B)(6) 2019; (right knee). No reported surgical intervention. Considered: resolved. Depuy components present at time of the ae: catalog ID: 960102, lot: 9056766, description: oval dome patella 3 peg sz 38. Catalog ID: 196192155, lot: 8164135, description: aox ps/rp tibial insert sz 5 20mm. Catalog ID: 196050500, lot: c93441, description: sigma hp post/stab fem rt sz 5. Catalog ID: 129433150, lot: 9116355, description: mbt cemented keel sz 5. Catalog ID: 3332040, lot: 8927828, description: smart set bone cement cmw3. Catalog ID: 3332040, lot: 8927828, description: smart set bone cement cmw3.